Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface gui display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The device passed extended self test (est), short self test (sst), electrical safety, and all calibrations.